Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the newly fixated right atrial (ra) leadless pacemaker (lp) exhibited separation difficulty, and soon after being released, it dislodged into the inferior vena cava. The ralp was retrieved and successfully implanted after another fixation attempt. There were no patient consequences.